Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 37743 neuro programmer, implanted: unknown; d224trk ICD, implanted: (B)(6) 2013; 37702 pain stim ipg, implanted: (B)(6) 2010; 3550-29 neuro adaptor, implanted: (B)(6) 2010; 37752 neuro recharger, implanted: (B)(6) 2006; 3708260 neuro extension, implanted: (B)(6) 2006; 389133 pain stim lead, implanted: (B)(6) 2004; 5076-52 lead, implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited sensing issues. It was determined that the site where the lead was pacing from was pro arrhythmic. The pace/sense portion of the rv lead was capped and a new pace/sence lead was added. No patient complications have been reported as a result of this event.